Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network adapter was missing. A technical support specialist (tss) remoted in, closed the medbank application, and identified the drawer network adapter was missing through ncpa.cpl. Tss instructed the customer to toggle the cabinet switch, then restarted the application and users were able to sign in successfully. The system functioned as intended after the technical support specialist guided the user to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was offline. It was preventing users from signing into the medbank. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.